Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a foreign matter speck was found in a 19 g x 1 1/2 in. Bd nokor¿ filter needle after drawing up medication. No injury or medical intervention.

Manufacturer narrative:
Investigation: investigation summary: we were unable to conduct an investigation as no samples or photos were provided. DHR review: ten visual inspections were performed on 600 parts with zero defect found. Cleaning was performed twice during the packaging of this batch. Assembly batch 6181735 had 59 visual inspections performed on 3,050 parts with zero defects noted for fm. Cleaning was performed three times during the assembly of this order. Total productive maintenance, including additional cleaning, was also performed during the assembly of this order. All cleaning was performed per (B)(4) ¿ cleaning procedure ¿ needle assembly. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends root cause description: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Rationale: based on the above a CAPA is not required at this time.